Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician ( pst) tested pump with test fixture and observed the pump to generat a "belt slip" error message. Main bearing grease was observed on the encoder wheel, drive belt and large pulley and was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: device available for evaluation.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to complete repairs in the field. The pump will be returned to the manufacturer for further evaluation. The unit operated to the manufacturer¿s specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the pump failed the pump jam test which indicates that the belt was loose. There was no patient involvement.